Event description:
Pain was so severe [pain]. Swelling [swelling]. Walk by pushing wheel chair [gait disturbance]. Case description: spontaneous report was received on 02/01/2012 from a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was significant for previous medical device implantation with synvisc (hylan g-f 20) in 2004 or 2005 and with synvisc one (hylan g-f 20) in (B)(6) 2011. On an unspecified date in (B)(6) 2012, the pt initiated treatment with synvisc injection, 2 ml, into both knees. The lot number of synvisc was not provided. It was reported that fluid was present in the left knee at the time of injection and was not removed. The pt stated that the physician felt resistance when he injected synvisc injection. Later by night after the injection, the pt experienced severe pain leading to hospitalization. The pt also experienced swelling and it was reported that "she was able to walk by pushing the wheel chair". The action taken with synvisc was not provided. The outcome for the events of "swelling" and "walk by pushing wheel chair" was not yet recovered and for the event of "pain was so severe" was not provided. Concomitant medications were not provided. The intensity for the event of "pain was so severe" was severe and for the event of "swelling" and "walk by pushing wheel chair" was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 02/06/2012. Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The benefit-risk relationship of the product is not affected by this report.